Event description:
During a coronary artery drug eluting stenting treatment procedure the catheter could not be advanced through the sheath and stent damage was noticed. The physician was treating a lesion in the circumflex (cx) coronary artery. An ebu 3.5x6 french guide catheter was placed and bmw and ht floppy guide wires were used. The lesion was predilated with a 2.5x20mm stormer balloon. Upon insertion of a 3.0x16mm taxus liberte' drug eluting stent the catheter got stuck in the sheath and could not be advanced. When the catheter was examined it was felt the stent looked flared. The procedure was completed with two taxus liberte' stents sizes 3.0x16mm and 3.0x20mm without complication. The lesion was post dilated with a 3.5x10mm nc mercury balloon. The patient was reported to be in satisfactory condition.